Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 386 mg/dl after being disconnected from the ilet system for multiple hours, without use of backup insulin therapy, and insulin delivery resumed after a complete supply change. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution guidance with an advised 1 to 2 hours for glucose stabilization after resuming insulin delivery. Investigation included customer care troubleshooting and education with a full infusion set and cartridge change and confirmation that insulin delivery resumed. Investigation of this case revealed user disconnection from the infusion set as the likely contributor to interrupted insulin delivery, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was use-related interruption of insulin delivery.